Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss or change of therapy. The patient reported that therapy helped for a while and then stopped helping. It was noted the patient had a seepage. The patient felt stimulation. The patient increased stimulation to 2.2 v. The patient noted the loss of therapy about a week ago. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor. Additional information was received from the patient stating they were having problems with their implant and not getting symptom relief. The patient was on pad #3 for the day of the report, and had 7-8 incidents in the past month. The patient stated they lost the number to their representative, and their representative had told the patient they could try to reprogram. The patient had tried increasing stim, but it was affecting their toes, to they were told not to increase anymore. The patient was redirected to their healthcare provider. It was noted that the patient had talked to their representative about it twice since implant. No further complications were reported.